Event description:
The manufacturer received information in relation to a dream station auto CPAP unit. The device was returned to a third-party service center due to the foam recall. There was no patient harm or injury reported. During the evaluation of the device, the service center visually inspected the device and found no visible foam particles. The power connector of the unit was corroded. The customer's complaint could not be confirmed. In addition, the device was scrapped.

Manufacturer narrative:
H3 other text : the device serviced by third party service center.